Event description:
The customer stated, she experienced low blood glucose during the night. No blood glucose reading was reported. The customer stated, she drank juice to treat and then the paramedics were called. By the time the paramedics arrived, the customer's blood glucose reading was 500 mg/dl. The customer was then taken to the hospital, where she was treated for high blood glucose. Troubleshooting was done and the customer stated there was a bolus of 5 units in the bolus history that she felt she did not program. However, she stated, she programmed a 3 unit bolus, but that one is not in the bolus history. Advised the customer to discontinue using the insulin pump due to the history anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.